Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that air was present in the patient line. The event occurred while the patient was connected to the homechoice device for their initial drain of peritoneal dialysis therapy. It was noted that the homechoice was positioned higher than the patient. The care giver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.